Event description:
During angioplasty of the right anterior tibial artery after stent placement, balloon was placed distal to stent and ruptured upon inflation. While trying to remove, it became lodged on previously placed stent. When balloon catheter was removed, it was noted that the distal porton was fractured/missing. Under flouro, the fractured piece was seen within the proximal portion of the stent. Retrieval was unsuccessful.